Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). The physician noted the patient has dementia and has not been seen since (B)(6) 2020. The patient has a good underlying rhythm, and the physician will discuss with the patient's family if the device will be changed out or not. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). The physician noted the patient has dementia and has not been seen since (B)(6) 2020. The patient has a good underlying rhythm, and the physician will discuss with the patient's family if the device will be changed out or not. At this time, the device remains in service. No adverse patient effects were reported.